Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. The pod was deactivated by the user after completion of its first priming sequence. Investigation of the needle mechanism and drive mechanism found no damages or defects that would cause the needle to deploy early. A root cause for the needle deploying early could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports during application of a pod when she removed the needle cap the cannula had already deployed. The pod was not worn.